Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Triathlon tka surgery was performed on (B)(6) 2016. When the surgeon used the peg drill, the peg drill was broken.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon drill bit was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been 01 other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause could be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Triathlon tka surgery was performed on (B)(6) 2016. When the surgeon used the peg drill, the peg drill was broken.